Event description:
It was reported that a spectrum iq infusion pump displayed downstream occlusion error during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During testing the reported problem of 'displayed downstream occlusion error' was reproduced. A review of the event history log (ehl) revealed occurrences of 'downstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.